Manufacturer narrative:
The cause of the reported limb ischemia could not be determined as the product was not returned for analysis. The data logs were returned but, they do not show any abnormality that is indicative of a root cause for limb ischemia. No imaging was available for review. The lot analysis revealed no other complaints pertaining to the same failure mode. The failure mode will be monitored and trended.

Event description:
A patient in cardiogenic shock was admitted and had an impella cp placed for hemodynamic support in (B)(6). The patient had been found collapsed for an unknown amount of time in the field and was in poor condition, as he was intubated and in shock. The impella cp was placed, coronary angioplasty completed, and shortly thereafter the patient exhibited signs of limb ischemia. The patient had an antegrade access made and after a short amount of time (an estimated 30 seconds), the leg perfusion improved. Pulses returned. The team escalated the patient's care with placement of ECMO (extracorporeal membrane oxygenation). The patient did expire with multi-organ failure after 4 days of impella support.